Event description:
It was reported that during a vats procedure that while on the pulmonary artery that the device did not complete the firing sequence and would not open. Surgeon attempted manual override but was unable to open the device. The sales rep was called and over speaker phone was able to walk the surgeon through how to use the manual override to remove the stapler from the artery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2024. D4: batch # unk. Device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 6/3/2024 d4: batch # 693c83 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired with the reload body damaged. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. The manual override was totally functional and worked without any issue noted during functional test. The device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 693c83, and no non-conformances were identified.